Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported difficult from remove from the anatomy resulting in device damaged by another (causing damage) in this complaint appears to be related to procedural conditions. The reported tissue damage appears to be due to the procedural circumstances of difficult to remove the clip from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip entanglement, tissue damage and causing damage to the implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During advancement of the second clip delivery system (cds), it became caught in the chordae. During the attempts to remove the cds, the chord ruptured and the first implanted clip detached from one leaflet (single leaflet device attachment (slda)). The cds was removed and the procedure aborted with the mr remaining at 3. The patient was transferred to surgery for mitral valve reconstruction. No additional information was provided.